Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage found on the electronics, motor, battery tube or vibrator assembly. The pump was received with normal operating currents. The pump was monitored and no battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and a cracked reservoir tube.

Event description:
The customer called and reported that the buttons on the insulin pump were not working, after customer was in the pool with the insulin pump on. Customer's blood glucose was 54 mg/dl, which he treated for with food. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.